Event description:
This device was implanted on (B)(6) 2005 and was taken out of service on (B)(6) 2011 due to patient death. A form received on (B)(6) 2011 states the ICD check was completed per protocol. Rhythm is sinus at 32 bpm with chs. One mode switch episode recorded since last reset (B)(6) 2002. Duration 3 minutes and 44 seconds. Atrial rates as low as 165 bpm recorded. Lowered mode switch rate from 170 bpm to 155 bpm. No shocks, aborts or atp's recorded. Lowered atrial and ventricular pulse amplitudes per protocol for this system. The paperwork was received from (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).